Event description:
It was reported that the proximal end of an embolization coil delivery pusher was damaged upon removal from its packaging. Although the physician observed this damage, the physician decided to use this device. The embolization coil was advanced through the vasculature into a cerebral aneurysm in the normal manner. However, when the physician attempted to detach the embolization coil from the distal end of the delivery pusher, the coil did not detach. Non-detachment was caused by delivery pusher damage noted above. The user then attached a torque device to the proximal end of the damaged delivery pusher, and rotated the pusher until the embolization coil detached within the aneurysm. After detachment, it was observed that a portion of the embolization coil protruded into the parent artery. In order to maximize blood through the parent artery, the user deployed an intravascular stent in the area of coil protrusion. The pt incurred no injury.

Manufacturer narrative:
Sample analysis: the delivery pusher was returned with the implant detached. The implant was not returned as it is implanted within the pt. The delivery pusher is broken at the proximal end. The pusher has evidence of being torqued as it is twisted and extremely damaged. Two v-grip detachment controllers were included for analysis. Both controllers functioned to specification however, one controller device contained the broken connector pusher segment within the controller funnel. Root cause analysis: the root cause of this complaint is due to the damage that occurred to the proximal end of the delivery pusher prior to use.